Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have an energy recognition failure. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement. The bipolar energy cord was connected to an in-house erbe generator. The instrument was successfully recognized by system as an energy device. When tested for energy delivery, no energy was emitted. The instrument was tested for electrical continuity and failed. Visual inspection was performed and no obvious signs of damage on the bipolar energy cord was found. The instrument was placed on the in-house system and successfully connected to the generator but failed to deliver energy. The instrument did not fail energy recognition but rather energy delivery. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported during a da vinci-assisted surgical procedure, that the fenestrated bipolar forceps tip was not heating. The procedure was completed with no reported injury.